Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was displaying inaccurate insulin. Contact was unable to provide further information on how insulin was inaccurate. Customer's blood glucose was not impacted. Contact declined further follow up from tandem technical support.